Manufacturer narrative:
Alber gmbh is filing this report as an alber product is allegedly involved in the event and the patient got injured. Alber is trying to obtain more information about the event.

Event description:
Allegedly the event occured on (B)(6) 2022 whilst driving down a ramp installed to the patient´s van. Half way of the ramp the right side of the wheelchair collapsed causing that the patient fall out of the wheelchair on the ground. The patient got a hurt and needed emergency assistance.